Event description:
It has been reported to philips that the system does not start. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse identified that there was an issue with hard drive of suite pc (system pc) which did not boot. The fse replaced the suite pc (system pc) as well as reloaded the software, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.